Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 22gx1.00in straight bc safety shield activation failed it was reported by customer that bd cathena IV catheter did not safety and the needle was exposed. Verbatim#: bd cathena IV catheter did not safety and the needle was exposed.

Event description:
Material#: 386861; batch number#: 4148277. It was reported by customer that bd cathena IV catheter did not safety and the needle was exposed. Verbatim#: bd cathena IV catheter did not safety and the needle was exposed.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there are outgoing functional test and in-process functional test to check and detect safety activation failure. As no photo and sample is returned for evaluation, root cause could not be established.